Event description:
It was reported that an ilet device with a confirmed green led on the charging pad would not charge despite correct placement, and replacement of the charging pad did not resolve the issue, indicating a hardware power/charging malfunction and battery depletion that required device replacement. Symptoms included hyperglycemia with a highest reported value greater than 400 mg/dl over several hours. Outcomes included the use of back-up therapy with subcutaneous insulin pens, without medical intervention or hospitalization. Investigation included customer troubleshooting and replacement of the charging pad, followed by arrangement for device replacement and instructions to sync data and power down prior to return. Investigation of this case revealed persistent failure to charge that was consistent with a device power subsystem or charging interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to charging and battery power.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.